Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer is using cold insulin. Tandem technical support (cts) informed customer that using cold insulin, is off label per the user guide. Customer changed infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.